Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and several air issue alarms were found which could confirm the reported event. The reported device was received in fresenius kabi lake zurich and its investigation was performed by our local technical team. According to provided information, the reported event was reproduced as air alarm was triggered during ocs test and calibration of air sensor could not be carried out. However it was noticed that the preventive maintenance was well overdue with a device manufacturing date of 2015, therefore the cause of the reported issue would be likely due to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reporting defective IV pump is generating the following errors: set/air installation, air bubble, etc, despite no air in the line. All oncology infusion nurses have had the same issues with these same pumps. Please repair. Customer reported it is unknown if there were any adverse events." Reporting due to the referenced issues. No current known reports of adverse events. More information is needed to complete the investigation.